Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-118- user applied blood to strip before inserting strip into meter. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is 100- 200 mg/dl. The customer did report symptoms of fatigue, increase urination, increase thirst, neuropathy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. (Customer declined) customer states her normal fasting range is 380 mg/dl-400 mg/dl fasting and physician would like her glucose fasting range to be 100 mg/dl -200 mg/dl fasting. Customer denies the need for medical attention at the time of call and customer states she is having hyperglycemic symptoms of increase urination fatigue and increased thirst and neuropathy advised customer to seek medical attention due to symptoms of hyperglycemia. Customer declined to answer any further questions and due to symptoms call could not be continued. The customer was hospitalized (B)(6) 2017 but declined to answer any further questions. We don't know the reason for the hospitalization.